Manufacturer narrative:
The investigation product damage (sterile sleeve damage) has been completed. The returned pump was inspected and the sterile sleeve separation was confirmed. There were no other physical abnormalities of the pump. The clinical information mentioned that this occurred during pump repositioning. The root cause of the product damage (sterile sleeve damage) was most likely use-related.

Event description:
The user facility noted a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and the following day during repositioning of the implanted impella cp pump, the sterile sleeve at the distal end of the catheter tore. Tegaderm was placed to cover the tear and support continued uninterrupted. There was no patient harm.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.